Manufacturer narrative:
The event of micro dislodgement was inadvertently submitted in rr# 2182208-2018-00955. Concomitant medical products: dtba2d1 ICD, implanted:(B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a slow increase in impedance measurement. The lead was capped and replaced. It was further reported that two days after implant the right ventricular (rv) lead had micro-dislodged into a dead piece of the myocardium causing a high impedance measurement. The rv lead was repositioned, which fixed the issue and remains in use. No patient complications have been reported as a result of this event.